Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported he was hospitalized with high blood glucose. The customer stated his insulin pump was in spanish and he could not get it back into english, and there was a line blinking. Customer stated haver this insulin pump broke, his blood glucose went up to 700 mg/dl, he could not see and was dizzy, and the ambulance took him to the hospital. The customer was treated intravenously and with manual injections. At time of this report, customer's blood glucose was 555 mg/dl. Assistance was provided putting the insulin pump back into english. Customer was advised to check blood glucose and deliver a bolus. His blood glucose was 449 mg/dl. It was advised to change entire set, reservoir, and insulin. The device will not be returning for analysis at this time.